Event description:
Additional information indicates the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 60 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported the patient stopped charging the device about 3 years ago. In turn, the ipg was deemed inoperable. Surgical intervention may be pending.

Manufacturer narrative:
Date of event is estimated.